Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's left due to z-syndrome/mechanical complication noted post implant. Reportedly, the lens shifted slightly inferiorly and yag procedure was performed on (B)(6) 2016. Another lens of different model was implanted successfully and the prognosis was reported as "stable + healing well".

Manufacturer narrative:
Visual inspection found both haptics plates torn off and missing. Functional testing could not be performed due to the condition of the received lens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.